Event description:
It was reported that the handpiece continued to run on its own. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.

Manufacturer narrative:
The handpiece was received a the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a failed ebox motor controller, which was replaced along with other components.